Event description:
As reported by the user facility: reports needle stick injury; clip did not deploy.

Manufacturer narrative:
(B)(4). The actual sample has not been received yet for evaluation and the investigation is on going at this time. A f/u report will be submitted when the results of the investigation become available. (B)(4).